Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06oct2020.

Event description:
The customer called into technical support (ts) reporting that the device¿s touchscreen is faulty. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
Upon further investigation, the following has been reported the reported issue was found prior to patient use, and no patient involvement was reported. Therefore, this complaint no longer meets reportability requirements.